Event description:
Pt was in a car accident 2/6/97. She was seen by her doctor on 2/13/97 at which time a change in her bite was noted. Over the next several months her right tmj pain continued to increase and range of motion decreased. Surgery on 11/10/97 was conducted to determine the cause of the pain and decreased range of motion. Upon entering the joint it was discovered that the fossa prosthesis was fractured associated with heteroptopic bone growth and excessive scarification of the tm joint. Both the right fossa-eminence prosthesis and the right condylar prosthesis were removed and replaced with new ones.